Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor- 7/26/2019, electrode belt- 3/19/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in the hospital at the time of passing. Per review of the patient's download data, the patient received two appropriate treatments on the day of passing. At 18:16:07, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was bradycardia at 20 bpm with CPR and motion artifact. At 18:19:04, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was asystole with electrode lead fall off. The lifevest was shut down at 18:28:53. There is no indication that a device malfunction caused or contributed to the patient's passing. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.